Event description:
It was reported that the patient experienced a shocking or jolting sensation. The overstimulation resulted in a change in her voice and speech. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3389s-40 lot # v436028 implanted (B)(6) 2010 explanted unknown; extension model # 7482a51 lot # nhu212350v implanted (B)(6) 2010 explanted unknown; programmer model # 7438 lot # nhl015480p; neurostimulator model # 7426 serial # (B)(4) implanted (B)(6) 2010 explanted unknown; extension model # 7482a51 lot # nhu212402v implanted (B)(6) 2010 explanted unknown; lead model # 3389s-40 lot # v271754 implanted (B)(6) 2010 explanted unknown.